Event description:
Over time, 10 of the 17 k2 everest set screws that were placed in the pt during a previous surgery came out or loose from the screws. The pt needed surgery to have them removed and replaced.